Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to unknown reason and the patient was reimplanted with another cochlear device on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.